Event description:
An endurant bifurcated stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx one month ago. Vessel morphology was reported as the common iliac arteries were mildly calcified and non-tortuous, and the external iliacs were mildly tortuous. An endurant bifurcated stent graft was implanted without issues. Five thousand units of heparin were administered during the case. On the final angiogram, a blush appeared after 3-4 seconds somewhere between the 3rd and 5th stents of the main body. No lumber arteries or other vessels could be traced to this area. The pigtail catheter was then pulled down into the stent graft, and an injection was done, again demonstrating a blush. Because no contrast filed above the stent graft material, it was determined by the physician to be a type IV endoleak. There was no intervention. Pt will be monitored. No add'l clinical sequelae were reported, adn the pt is fine.

Manufacturer narrative:
(B)(4) (endoleak). (Unk cause of endoleak).